Manufacturer narrative:
Section a2 a3, a4 and a5: not applicable a field service engineer visited site and replaced the user interface and aligned video. System is performing to specifications. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an application support manager (asm) was at site to provide training to system operators as the system had been in storage for 4 years and was take out of storage to a new location. After training asm decided to gel the laser and check the numbers and that is when it was noticed that smoke started to emerge from the monitor (some not a lot). Asm quickly pressed the emergency stop button, and unplugged the system. Laser console on its own was cool, but the monitor was very warm. There was no patient involvement and laser was not firing during this time. Field was dispatched to service the system.